Event description:
It was reported that during procedure the distal tip of the subject guidewire broke and started unraveling during a procedure. There was a segment that was retained in the soft tissue of the leg. At the time it was determined best to not try and remove it. Patient came back the next day for more intervention, and they removed the broken fragment at that time. No further information is available.